Event description:
The pt lost weight, the skin broke down and the pump was exposed. An infection was questioned. The pump was explanted; it was used to deliver lioresal. It was also noted that the follow-up physician felt there was an issue with the catheter. The pt was reported to be 'ill a lot', many episodes of different issues over the last year; he always became more spastic. Dye studies had been negative. The pt was reported to have recovered without sequela.

Manufacturer narrative:
(B) (4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. This report is being submitted late due to a delay by a manufacturer's employee. Training is in place.